Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not dispense the fluid. This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between february 01, 2023 and february 02, 2023. H11: the device was received for evaluation. A visual inspection was performed, and a ruptured bladder was observed. Since the bladder was ruptured, a functional flow test or a leak test could not be performed. No signs of abnormalities were observed on the external and internal surfaces of the bladder, the rupture line, and stressmember. The condition was verified as a ruptured bladder. The cause of the rupture could not be determined; however, may be due to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.